Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a loose component issue. The drip chamber was disconnected from the rest of the low absorption set. This occurred before. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the tubing was completely separated from the chamber. Traces of solvent revealed that the application was uneven at the junction. The reported condition was verified. The cause was determined to be human error during the application of solvent on the manufacturing line. Should additional relevant information become available, a supplemental report will be submitted.